Event description:
The plastic tip of a resectoscope sheath broke off during a transurethral resection of a bladder tumor on (B)(6) 2023. Unable to find foreign body during procedure. Patient returned to surgery on (B)(6) for removal of foreign body.